Manufacturer narrative:
The meter was returned for investigation. During the investigation, "e-lbb (e-700)" error message was reproducible. No measurements could be performed due to the error message. The device was disassembled for further investigation. The visual inspection of the electronic parts showed no abnormalities and no contamination. An issue with the measurement module led to the alleged problem.

Manufacturer narrative:
The meter serial number was (B)(6). On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose results from the accu-chek inform ii meter. The initial result at 12:20 pm was 564 mg/dl. The result at 12:22 pm was 168 mg/dl. The result at 4:04 pm was >600 mg/dl. The result at 4:05 pm was 199 mg/dl.